Manufacturer narrative:
No conclusion code available. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and an anomaly was noted on the battery measurement. The measurement anomaly was traced to an anomalous component on the hybrid. It is suspected that the reported field event was due to the anomalous component on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was seen during follow up regarding device longevity analysis and early battery depletion was suspected. The device was explanted and replaced. The patient is reportedly doing well.